Event description:
It was reported via social media by the patient's parent that the patient was reported to be experiencing more intense seizures. No additional relevant information has been received to date.